Event description:
The healthcare professional reports a leak at the roller clamp area of the tubing of the transfer set. This was noted after 3 months use, during pt use. The set was changed out with no pt injury or medical intervention required according to the healthcare professional.